Event description:
A malfunction on the pump was reported by the customer. Blood glucose level was not adversely impacted and did not exceed 500 mg/dl. Customer contacted technical support, received guidance on resetting the pump, and successfully resolved the issue, with instructions to call back if the problem recurs.